Event description:
It was reported that the pump experienced a leak associated with one cartridge, and the customer confirmed that blood glucose values were not affected, consistent with a device problem of leak/splash involving the reservoir component. Investigation of this case revealed leakage related to a seal, aligning with a leak/splash device problem and the reservoir component. Symptoms included insufficient information to characterize any clinical effects. Outcomes included insufficient information to characterize any health impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.